Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported a broken battery cap. It was stated that the connector fell off. No harm requiring medical intervention was reported. Troubleshooting was performed and found customer was using a belt clip or coin to open the battery cap. The pump case was intact. It was unknown if the customer will continue to use the device. The pump will not be returned for analysis.